Event description:
It was reported that the right ventricular lead had high impedance in the unipolar pacing configuration and a lead warning was triggered. Noise could also be seen during provocative testing. The bipolar pacing impedance was 887 ohms and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-45 lead, implanted: (B)(6) 2012. (B)(4).